Event description:
Initial report: this medically important case report was reported on 16-nov-09 by a physician to our local affiliate. This case involves a female patient (age nos), who received two treatments with poly-l-lactic acid (sculptra) therapy on unspecified dates. During the second treatment, the patient received 6 ml of poly-l- lactic acid (5 ml distilled water + 1 cc xylocaine 2% adrenalized). No additional treatment details were provided. Other suspect drugs - ibuprofen + pseudo-ephedrine (rhinadvil). Relevant medical history and concomitant medication information were not mentioned. In 2009, the patient experienced a quincke's edema. As corrective treatment, an antihistaminic (nos) was administered. The reporter stated that the event was improving thereafter, and that there is no relationship with poly-l-lactic acid therapy. He attributed the event to ibuprofen + pseudo-ephedrine therapy. The physician does not wish to provide additional information.